Event description:
It was reported intermittent occlusion alarms occurred eventually resulting in an elevated blood glucose (bg). The customer's bg level was displayed as "high"; a specific value was not provided and was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.